Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned thyroid results for 1 patient sample tested on a cobas e801 module. The customer had reported the thyroid results outside of the laboratory where the physician questioned the elecsys anti-tpo (anti-tpo) and anti-tshr results and requested the sample be investigated. The customer submitted the sample for investigation where discrepant results were identified for elecsys ft3 iii (ft3 iii), elecsys ft4 ii, elecsys tsh (tsh), anti-tpo, anti-tshr and anti-tg between the customer's e801 module, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site, the centaur method, the architect method and the yamasa method. Refer to the following related medwatch patient identifiers: (B)(6). Refer to attached data titled "patient results" for the patient results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The e602 module serial number is (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial numbers used at the investigation site were (B)(4). The ft3 iii reagent lot number used with the e602 module was 277945 with an expiration date of 30-sep-2018. The ft3 iii reagent lot number used with the e411 analyzer was 257857 with an expiration date of 31-jul-2018. The ft3 iii reagent lot number used with the e801 module at the investigation site was 277939 with an expiration date of 31-dec-2018.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. There was not enough sample volume left to complete the investigation. The investigation was unable to find a definitive root cause.